Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with implantable cardioverter defibrillator (ICD) received 10 shocks due to noise on a competitor's right ventricular (rv) lead. As a result the health care professional (hcp) placed a magnet over the device and ICD was reprogrammed. Further, the clinic had no further device action and the patient was in do-not-resuscitate (dnr) order. Additional information received from field representative confirmed that therapy was exhausted at one point and patient was in the emergency room due to the inappropriate shocks. The ICD remains in service. No adverse patient effects were reported.